Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿I hung flagyl for the patient and noted it was dripping very quickly, faster than expected for 100ml/hr. I pressed pause and the flagyl continued to drip. I clamped the tubing and asked another nurse to verify that it was set up correctly and channel was malfunctioning. She agreed and we found a new channel and it worked correctly. I called pharmacist and they feel that the 20ml or less that may have reached patient should not cause harm, but I will assess for gi issues which can be a problem with flagyl running too quickly." There was patient involvement but no harm.